Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4) /model #: 1650 / expiration date: 2018-05-31. (B)(4). Device available for evaluation?: yes, return date: 2018-07-31. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter: controller ac adapter / (B)(4) /model #: 1430us / expiration date: 2018-05-02. (B)(4). Device available for revaluation?: yes, return date: 2018-07-30. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-02. Labeled for single use?: no. Heartware ventricular assist system ¿ controller ac adapter: controller ac adapter / (B)(4) /model #: 1430us / expiration date: 2018-05-02. (B)(4). Device available for evaluation?: yes, return date: 2018-07-30. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-02. Labeled for single use?: no. Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 2018-05-03. (B)(4). Device available for evaluation?: yes, return date: 2018-07-31. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 2018-05-31. (B)(4). Device available for evaluation?: yes, return date: 2018-07-31. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 2018-05-31. (B)(4). Device available for evaluation?: yes, return date: 2018-07-31. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery /(B)(4) / model #: 1650 / expiration date: 2018-05-31. (B)(4). Device available for evaluation?: yes, return date: 2018-07-31. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with the controller, five batteries, and two controller ac adapters. The battery capacity was greater than or equal to twenty five percent when the event occurred. The patient reported ¿weird beeping¿ but the log files could not confirm the patient¿s reports. It was noted that there was a lubrication procedure the week before. The controller, batteries, and controller ac adapters were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller, five batteries ((B)(4)) and two cac adapters ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that all devices passed visual inspection and functional testing. Failure analysis of the controller revealed that the device passed functional testing and visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed power switching events due to momentary disconnections involving (B)(4) and momentary disconnections involving (B)(4), and a cac adapter with unknown serial number. Momentary disconnections will result in an audible tone/beep. As a result, the reported power switching and ¿beeping¿ post lubrication events were confirmed. The most likely root cause of the reported premature "power switching" and "beeping" events after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.